Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead dislodged. While the physician was obtaining access to the rv lead, the right atrial (ra) lead became dislodged. The rv lead was repositioned initially with good measurements. Upon attempts to reposition the ra lead, the helix would not extend back out. The ra lead was removed and a new lead was implanted. The ra lead will not be returned because it was sent to hospital pathology.